Event description:
The customer tested her blood glucose and received a low reading of 64 mg/dl using her contour ts meter. She retested using her husband's contour meter and received a reading of 192 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned.